Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Investigation in progress.

Event description:
Complaint received regarding one ch3340, bag spike w/clave, additive port and clave, lot# unknown. Report states, "after infusion 30mls of saline were injected into the side-port of the ch3340 and the patient noticed leaking from the bag spike. Nursing showed a picture today and the leak was coming from the area where the down line clave is bonded to the tubing. The drips fell on the pump and the nurses glove, but did not come in contact with the patient or nurse. After 12 hours of use." Suspect of possible unprotected chemo exposure reported, while flushing circuit. Facility followed chemo spill clean up protocol. No serious adverse patient/clinician consequences reported.

Manufacturer narrative:
Receiving visual analysis: 6/27/2016 - received the following devices: one used ch3340, bag spike w/clave, additive port and clave, lot# unknown. Three new one ch3340, bag spike w/clave, additive port and clave, lot# 3238842. One used carefusion pumpset. One coviden saline flush syringe. One used baxter IV bag 200ml. One used ch2000s spinning spiros. One used ch3034 bag spike adapter with spiros. Lot# unknown. Setup- baxter IV bag --> ch3340 --> ch3034 --> carefusion pumpset --> ch2000s. The ch3340 was confirmed to leak at the bonding site of the tubing and the clave. The one (1) used ch3340 device was visually inspected and found that the female luer was not bonded securely all the way onto the clave. The three (3) unused ch3340 devices had no visible anomalies present. The ch3034 device, the ch2000s devices and the carefusion pump set had no visible anomalies present. Functional/performance testing: the one (1) used ch3340 device attached to the carefusion pump set, the ch3034 device and the ch2000s devices was primed with water using gravity pressure (1.5 psig). Water leaked immediately from the bonded connection between the female luer and the microclave of the ch3340 device. The three (3) unused ch3340 devices were primed with water at gravity pressure (1.5 psig). The water pressure was then increased to 25 psig and held for 30 seconds. No leaks were found. Final analysis summary: the reported product problem for leakage was confirmed. The leakage was from the bonded connection between the clave and the female luer. The complaint investigation was communicated to the manufacturing facility for their review, heightened awareness and retraining. We will continue to monitor and trend.

Event description:
Complaint received regarding one ch3340, bag spike w/clave, additive port and clave, lot# unknown. Report states, "after infusion 30mls of saline were injected into the side-port of the ch3340 and the patient noticed leaking from the bag spike. Nursing showed a picture today and the leak was coming from the area where the down line clave is bonded to the tubing. The drips fell on the pump and the nurses glove, but did not come in contact with the patient or nurse. After 12 hours of use." Suspect of possible unprotected chemo exposure reported, while flushing circuit. Facility followed chemo spill clean up protocol. No serious adverse patient/clinician consequences reported.